Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a new patient information was sent to the wrong remote monitoring network clinic under a different patient's name. The caller discontinued the patient from the remote monitoring network clinic. The network remains in use. There was no patient involvement.